Event description:
Procedure: thyroidectomy. Reportedly, during coagulation, the jaws overheated and some small blue plastic parts fell on the muscles; the pieces were removed and the site cleaned with serum. There was no reported pt injury.